Event description:
It was reported to boston scientific corporation that a flexiva tractip laser fiber was used during a percutaneous nephrolithotomy procedure in the kidney (exact date unknown). According to the complainant, during the procedure, the ball tip of the laser fiber fell off inside the patient. It is unknown if the ball tip of the laser fiber was retained inside the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown.  It was reported the device was not used past its expiry date. (B)(4) for the reported event of fiber tip detached. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.